Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the patients¿ blood pressure went down, and it was discovered that there was an effusion. A pericardial centesis was performed and the patient was stable. It was noted that the effusion was from the right ventricular lead because there were low r waves and no capture. The new lead was removed and not replaced, and the patient was in stable condition.